Manufacturer narrative:
The reported driveline infection has been captured under MFR number: 2916596-2019-04833. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a driveline infection. Log file analysis noted a no external power on (B)(6) 2019 while the patient was connected to the mobile power unit. The account reported the patient was changing power sources but did not have white cable secure before changing black cable when the no external power occurred.

Manufacturer narrative:
Section h5, h8: correction.

Manufacturer narrative:
Section d4: data not provided. Section h4: additional information manufacturer's analysis conclusion: the reported event associated with no external power alarm/ac power loss was not confirmed. The mobile power unit was not returned for analysis; however, a log file was provided for review. There were no events associated with ac power loss/no external power captured throughout the log file records. The data log file contained 240 events over approximately 3 days from (B)(6) 2019 to (B)(6) 2019, per the time stamps. The average power and flow were 6.2 watts and 4.7 lpm, respectively. The fixed speed was set to 10000 rpm and the low speed limit was set to 9400 rpm. The pump maintained a speed above the lsl without issue throughout the event records. The log file contained 62 power cable disconnects, 4 low voltage advisories and 5 low voltage hazard alarms. The majority of the power cable disconnect alarms appeared routine alarms associated with power exchanges. However, there were 12 atypical power cable disconnect/connect power alarms on (B)(6) 2019. These events were associated with power cable faults without association with real power cable disconnects. All of the atypical power cable disconnects (specifically on (B)(6) 2019-reported period) occurred while the controller was connected to battery power and did not occur while the patient was connected to the mobile power unit. The voltage levels associated with the atypical power cable disconnect events are related to battery fuel gauge (rsoc) faults where the battery fuel gauge (rsoc) signal levels during these events were above 4.6 volts (according to hm ii system controller software requirement specifications, doc. #1003362, rev. H). The atypical power cable disconnects did not affect the controller¿s ability to operate the pump at the set speed. The analysis of the atypical power cable disconnect events may suggest a possible connection issue between the batteries and the battery clips or the battery clips and the system controller power cables. However, the patient's system controller, batteries /clips were not returned for evaluation. Based on the log file analysis, the reported event cannot be correlated to ac power loss or to a mobile power unit related issues and the allegation against the mpu is incorrect.